Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a no external power alarm and a backup battery fault were confirmed via analysis of the submitted log files. The log files contained approximately 6 days of data combined (10dec2020 ¿ 16dec2020 per the timestamp). The log files captured no external power alarms on (B)(6) 2020 at 14:36:57, 14:37:38, and 14:52:41 due to both system controller power cables being disconnected from external power. The alarms resolved when the controller was reconnected to external power. The system controller backup battery supplied power to the system without issue during the losses of external power. A transient backup battery fault was captured on 11dec2020 at 14:53:07; the fault did not appear to result in an associated yellow wrench alarm. No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. The root cause of the reported no external power alarms was determined to be a user error in which both system controller power cables were disconnected from external power at the same time. The root cause of the reported backup battery fault could not be conclusively determined through this analysis. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describe the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. These sections also state that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate ii instructions for use (IFU) section 2 "system operations" explains how to replace backup battery. Section 5 ¿surgical procedures" also explains how to install the backup battery in the system controller. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous pump exchange was reported in MFR# (B)(4). Serial number was requested but has not yet been provided no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR #: (B)(4). It was reported that the patient was admitted on (B)(6) 2020 with an elevated lactate dehydrogenase level greater than 900 u/l. The log files captured a few no external power events on (B)(6) 2020 that appeared to be the result of the patient simultaneously disconnecting power from both controller leads. In addition, the log noted a single power/flow elevation on (B)(6) 2020 that was not sustained. Power and flow also appear to be trending slightly upward. The patient had recently undergone a pump exchange on (B)(6) 2020. On (B)(6) 2020, the site reported a concern for a possible stroke due to a power spike. From the log files, the pump power/flow and pulsatility index appeared on a slightly elevated trend. The log also contained some unsustained power elevations has high as 11.4watts. Technical services was unable to confirm if the data in the log was associated with the patient's current condition. Continued monitoring of the patients labs and pump parameters was recommended.